Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported involvement in a auto accident and expressed concern that the implant (ins) might have broken into two pieces. Pt stated hospitalization for six days and reported sharp electrical jolts of pain from the back. Pt reported that stimulation was currently off and that no pain medication had been prescribed. Pt attempted to begin physical therapy but was not cleared by the therapist due to concern that the ins may have moved. Pt reported contacting the hcp, with the earliest available appointment about 20 days away, though the office indicated they would attempt to schedule the pt for the following week. Agent redirected pt to the hcp for evaluation, advised pt to charge the controller and bring all external devices to the upcoming appointment, and provided the technical services phone number for the hcp if additional questions arise.